Event description:
Dealer is stating that the left frame is broken at the weld in the back by the axle, on the bottom tube. Because we no long have chrome parts, have to send out the right side as well. No other information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.